Event description:
Information received does not address the patient's clinical status but notes inappropriate measured battery data of 2.24 v, 31 ua, 16 kohms. In june 2005, the measured battery data was 2.41 v, 36 ua, 9 kohms with an estimated <1 month until eri. In oct 2003, the measured battery data was 2.70 v, 38 ua, 2 kohms with an estimated 7-10 months until eri. Monthly telephone monitoring since june 2005 showed beginning of life magnet rates.